Event description:
The patient was in the ortho chair, being prepared to return to bed. As the head of the chair was lowered, his left knee turned inward. A laceration was found on his left inner calf area. One tube plug was missing from the chair, and fatty tissue from the leg was left behind on the tube. Betadine and dry sterile 4 x 4's and kerlix were applied and the physician notified. The laceration was then sutured under local anesthetic by the physician. Antiobiotic ointment was applied and the rea re-dressed. This ortho chair, along with others with missing plugs was taken out of service until replacemtn plugs are orderedf and received. Other devices in use at the time were: ivac controller; foley catheter; nasal oxygen; and heel protectors. It was noted during the investigation, that the plugs can b e removed by hand without much effortdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design, expected wear/deterioration. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, none or unknown. The device was not destroyed/disposed of.